Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple auto-off alarms while sleeping. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support, customer acknowledge that the auto-off feature is sue to inactivity with the pump for an extended period of time.